Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and the receiver shows no response. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. An interior inspection and a discharge test was performed and the tests failed, confirming the reported event of a hardware error code displayed on the receiver. The root cause was determined to be a defective battery.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report a hardware error code displayed on receiver on (B)(6) 2015. Patient reset the receiver and it resolved the issue. Patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).